Manufacturer narrative:
Follow-up attempts to obtain additional information (26-nov-2018, 03-dec-2018 and 10-dec-2018) regarding the consumer's experience were unsuccessful. Consumer also did not provide her full address. We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted on 10-dec-2108 of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a non-us event. This occurred in (B)(6). On (B)(6) 2018, consumer stated via email that she had three u by kotex sleek regular tampons pull apart as she was taking them out.